Manufacturer narrative:
(B) (4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that the jaws of the device would no longer open. The device was cut from tissue. There was no pt injury.